Event description:
It was reported that (2) device was used during a colectomy. It was reported by the affiliate that the tlc75 instrument was used. However, when 2nd firing was made with a tcr75 reload, the cutter would not activate at all (it was impossible to fire the firing knob). Another tcr75 reload was used to complete the case. There was no consequence to the pt.